Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a motor (motor issue) issue; a reported motor/piston issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the alleged motor/piston issue could prevent the pump from being able to be rewound, loaded and primed thereby risking long-term cessation of insulin delivery to the patient.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02-jul-2019 with the following findings: on investigation, rewind, load and prime steps were performed successfully. No motor issue was observed in the alarm history. The keypad worked properly. There was no evidence of corrosion or damage on the motor flex connector. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.